Manufacturer narrative:
Siemens filed the initial MDR on 17-jan-2019. Additional information (18-jan-2019): siemens further investigated the issue. The dimension exl operator's guide has instructions for replacing a source lamp which requires the operator to lower the thermal chamber to access the lamp. The dimension exl with lm / dimension exl 200 operator's guide, ref 10808803, 2017-01, chapter 5: maintenance, pages 5-22 raising the thermal chamber, step 1 "lift up on the side or bottom of chamber until the thermal chamber seats completely against the baseplate". Lifting on the side or bottom of the chamber, as instructed, would place the operator's hands away from the opening and prevent injury. Failure to follow the operator's guide potentially caused the injury to the operator's hand. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. Upon arrival at the customer site on (B)(4) 2018 the cse was made aware of the injury that the operator sustained to her finger. The cse noticed the cuvette film was not attached to the capstan and reattached the film. The cse ran systems check and quality controls which were within acceptable ranges. The customer was able to load the cuvette film after service was performed. The potential cause of the event may be due to operator technique used to replace the lamp source. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
An operator of a dimension exl 200 instrument was injured while replacing the lamp source and troubleshooting the instrument. The operator changed the lamp and was having difficulty closing the thermal chamber door, when her finger was caught in the opening. The operator was wearing personal, protective equipment (ppe). Her ring finger was injured while closing the thermal chamber door. The operator's finger was wrapped by a physician(s), an x-ray was ordered and the operator underwent blood testing. There was a delay in testing due to the event. Stat samples were sent to an alternate laboratory for testing. All other samples were tested the following day after service was performed. There are no reports of patient intervention or adverse health consequences due to the event.